Event description:
It was reported that device entrapment occurred. The approximately 50% stenosed target lesion was located in the non-tortuous and non-calcified carotid artery. A 190cm filterwire ez and an 8.0-29 carotid wallstent self-expanding were selected for use. During the procedure, this stent was implanted without pre-dilation. After stent delivery, then the stent delivery system and filter wire became stuck together. The filter wire was left released, and retracted into the guide catheter, and the entire stent delivery system was removed. The procedure was completed using a second filter wire. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the carotid device was returned for evaluation. This device is recommended for use with a 0.014" (0.36mm) guidewire as per the IFU. The device was returned loaded on to the customer's guidewire and was unsheathed. The investigator was unable to remove the guidewire from the device when unsheathed. The device was placed in the bath overnight. The investigator removed the device from the bath. The investigator was able to remove the filterwire from the device with a certain degree of resistance experienced. A visual and tactile examination identified no issues with the catheter or delivery system. The device was returned with the stent fully deployed from the delivery system. The stent was not returned for analysis. No other issues were identified during the product analysis.

Event description:
It was reported that device entrapment occurred. The approximately 50% stenosed target lesion was located in the non-tortuous and non-calcified carotid artery. A 190cm filterwire ez and an 8.0-29 carotid wallstent self-expanding were selected for use. During the procedure, this stent was implanted without pre-dilation. After stent delivery, then the stent delivery system and filter wire became stuck together. The filter wire was left released, and retracted into the guide catheter, and the entire stent delivery system was removed. The procedure was completed using a second filter wire. There were no patient complications as a result of this event.

Event description:
It was reported that device entrapment occurred. The approximately 50% stenosed target lesion was located in the non-tortuous and non-calcified carotid artery. A 190cm filterwire ez and an 8.0-29 carotid wallstent self-expanding were selected for use. During the procedure, this stent was implanted without pre-dilation. After stent delivery, then the stent delivery system and filter wire became stuck together. The filter wire was left released, and retracted into the guide catheter, and the entire stent delivery system was removed. The procedure was completed using a second filter wire. There were no patient complications as a result of this event.